Event description:
During servicing of a (B)(6) male pt's electrode belt, a reprotable event was discovered. Electrode belt (B)(4) was found to have bent connector pins. The pt received a repalcement electrode belt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 25 mg/dl and 228 mg/dl back to back within 10 minutes on the advantage system. Reporter drank a cup of coffee in between obtaining the two results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.